Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset (por) condition was reported on the pt's neurostimulator following a revision procedure to reposition the device due to pain at the pocket. The physician was unable to relocate the device due to scar tissue. The stimulation was tested post-procedure and the pt noted the por when she turned the device on at home. Additional info was requested.